Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported unintended movement (clip open while locked) in this incident could not be determined. Additionally, a definitive cause for the reported poor imaging could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opening. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) in the patient with a dilated atrium and a short, thin posterior leaflet. Imaging was a challenge due to the posterior leaflet but the mitraclip was able to grasp the leaflets which reduced mr to trace. The lock was checked with the establish final arm angle (efaa) step and the lock successfully held. The lock line was removed and the clip opened to approximately 100 to 120 degrees. Leaflet insertion was re-verified and the clip was able to be fully closed. The leaflets were well inserted. Efaa was checked again and the clip stayed closed. The clip was successfully deployed and remained on both leaflets. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.